Event description:
Reportedly, when the programmer booted, it was displayed on the programmer screen that the inductive programming head initialization failed.

Manufacturer narrative:
H5 corrected. Preliminary analysis confirmed the reported issue and revealed that it was most probably due to an incorrect head connection.

Manufacturer narrative:
An hardware issue is suspected with the subject programmer; however it could not be confirmed with certainty.

Event description:
Reportedly, when the programmer booted, it was displayed on the programmer screen that the inductive programming head initialization failed.

Manufacturer narrative:
Preliminary analysis revealed that a possible hypothesis to explain the reported behavior is that the cpr3 head was not correctly connected to the programmer. However, it was reported that this behavior reoccurred several times. The analysis is ongoing.

Event description:
Reportedly, when the programmer booted, it was displayed on the programmer screen that the inductive programming head initialization failed.

Manufacturer narrative:
Please refer to the attached analysis report - attachment: [20200115 - file-2019-03049 - analysis_and_closure_report_resp-2020-00053 .pdf].

Event description:
Reportedly, when the programmer booted, it was displayed on the programmer screen that the inductive programming head initialization failed.

Event description:
Reportedly, when the programmer booted, it was displayed on the programmer screen that the inductive programming head initialization failed.